Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button switch contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons do not activate the device.